Event description:
It was reported that the customer received a cadd tubing package that was labeled as containing a 1.2-micron filter but holds a 0.22-micron filter. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One photo was received by analysis for complaint of failure mode a0257 - incorrect assembly. Retrospective review was performed and found no relevant no complaints related to same lot affected and by the same condition. Complaint was not possible being confirmed since the dimensions of the filter need to be measured.